Event description:
It was reported that the system 9600+ displayed an iris pot error at initialization. The system was non operational. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Malfunction was verified. The iris potentiometer was replaced and the system calibrated. The system was tested and found to be working as intended and placed back into service.